Event description:
It was reported that during a cardiac arrest event, approximately five (5) minutes into the call, the patient's heart rhythm deteriorated into a ventricular fibrillation rhythm, at which point the emt's were able to shock the patient at 200 joules successfully. When the emt's attempted to deliver defibrillation therapy again, the device failed two additional times, one after another. The emt's continued patient care with a back-up device with an unknown delay in defibrillation therapy. The patient was not resuscitated. It was found that the synchronized cardioversion function was turned on prior to the first defibrillation shock, and was kept on through the rest of the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed that the synchronized cardioversion feature was turned on during the code and the device was also programmed to keep this feature on, after a defibrillation shock is delivered. Proper device operation was observed through functional and performance testing. A clinical review of the reported event was performed and it was determined that the device use may have contributed to the death of the patient. It was determined that use error contributed to the event due to the synchronized cardioversion feature staying on following the first defibrillation shock, which prevented any subsequent defibrillation shocks from being delivered. This also caused a delay greater than 30 seconds where defibrillation was required.